Manufacturer narrative:
(B)(4) evaluation statement: the reported event of channel error 240.4150.0 and check IV set could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the rn turned on the pump and channel c read "channel error." The rn changed to channel b and the pump alarmed "check IV set."  The pump continued to alarm and could not be shut down.  The pump was never connected to the patient and was immediately removed from use. The pcu error log showed 240.4150.0. Biomed replaced a defective pressure sensor and stated it was due to normal wear and tear.